Event description:
D15 with heparin drip (3 ml/hr) was noted to be leaking from filter on tubing by bedside rn. Defective syringe and tubing was replaced by bedside rn with new syringe of d15 with heparin. 3rd report of leak with this tubing. No information available about other tubing patient not harm.